Manufacturer narrative:
Analysis was performed on the returned device. The reported marker lumen obstruction was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported that the scrub nurse says she didn¿t pay close attention to see if flush exited the marker port. No bleed back was observed from the prostyle device. The device was removed over a guidewire and re-flushed. It was noted that the flush appeared to push back out of the bleedback indicator more than it flushed through. The device was re-inserted and again no bleed back was observed so this device was removed and not deployed. It should be noted that the prostyle instructions for use (IFU), device preparation section states: verify marker lumen patency by flushing the marker lumen with saline until saline exits the marker lumen. Do not use the device if the marker lumen is not patent. Additionally the suture deployment section states: do not open the foot if mark is not observed from the marker lumen. In this case, the returned device analysis observed the polyimide tubing was kinked which contributed to the reported marker lumen obstruction. Therefore, failure to verify marker lumen patency or the reinsertion of the device would not have contributed to the reported marker lumen obstruction. The reported difficulty was concluded to be related to a potential product quality issue due to an observed kink to the polyimide tubing that is glued to the marker lumen. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. The subsequent treatments appear to be related to circumstances of the procedure.na.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after an interventional splenic artery embolisation procedure with a 6f sheath. Reportedly, the device was flushed prior to use; however, the operator could not recall if the flush was successful or not as close attention was not performed during this step. After device insertion inside the anatomy, no blood flow was observed from the marker lumen. The device was removed and attempted to be re-flushed. However, it was observed upon attempting to re-flush that fluid appeared to be mostly flowing backwards rather than flushing through the marker lumen. The device was then reinserted inside the anatomy and no blood flow was observed again through the marker lumen. The device was not deployed and removed from the anatomy. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
H6 medical device problem code 2017 clarifier(s): use after damage; incorrect prep. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.